Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from scope connector cover (s-cover), rl (right/left) angulation control knob, ud (up/down) angulation knob, and angle shaft. Water leakage occurred from s-cover, rl angulation control knob, ud angulation knob, and angle shaft. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the foreign objects on the bending section cover adhesive, other evaluation findings are as follows: water tightness was lost due to wear of the scope cover packing, damage on the right/left/upward/downward knob, and damage on the angle shaft; the air/water cylinder and the suction cylinder had no color; the switch box had a dent; the scope connector case unit was cracked; the plug unit was damaged; the scope connector cover unit was corroded due to water leakage; the insulation resistance value at the distal end did not meet the standard values and there was a snag on the plastic distal end due to a crack on the plastic distal end cover; the objective lens was scratched; the light guide lens was cracked and corroded; and the connecting tube was cut and wrinkled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope had damage at its distal end. There was no report of patient harm. The device was returned, evaluated, and foreign objects were found on the bending section cover adhesive. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.